Event description:
The pt was implanted with a smooth saline mammary prosthesis on 10/30/98. Subsequently, the pt experienced exposure of the device, allergic reaction and wound drainage. The device was removed on 12/4/97. This is the first device of two for this pt. The second device MFR report number is 1645337-1998-00207.